Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run high. Upon waking up, the blood glucose reading was 500 mg/dl, and the customer treated with a manual injection. She reported that the basal rates are accurate. The drive support cap appeared normal. Insulin did exit with the manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated. The customer was sent a tubing clamp and advised to call back to continue troubleshooting and perform a high pressure test. The customer was advised to change the set, reservoir, and insulin and treat per a health care professional's instruction.